Manufacturer narrative:
The field service representative checked for air leakages in sample flow path, no leakages were found. The customer stated that no further discrepancies occurred after this event. The quality control and calibration tests had acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect k+ for gen.2, ise indirect na+ for gen.2, ise indirect ci for gen.2 results on a cobas 8000 cobas ise module. The initial reporter stated that quality controls passed. Results for patient 1: these results were obtained from the same sample. The initial sodium result was 161 mmol/l and the repeated result was 139 mmol/l. The initial potassium result was 5.0 mmol/l and the repeat result was 4.2 mmol/l. The initial chloride result was 83 mmol/l and the repeat result was 102 mmol/l. Results for patient 2: these results were obtained from the same sample. The initial sodium result was 159 mmol/l and the repeated result was 142 mmol/l. The initial potassium result was 4.7 mmol/l and the repeat result was 4.1 mmol/l. The initial chloride result was 88 mmol/l and the repeat result was 108 mmol/l. The electrode lot number and expiration date were requested but not provided. These results were reported outside of the laboratory.